Event description:
On event date the end-user clled minimed nordic and stated that a leakage was experienced between the reservoir and the infusion set. The end-user developed ketoacidosis and hyperglycemia three times in a period of the one month due to this problem. On june 19, 2001 maersk medical received the complaint and 6 used and 3 unused infusion sets. The incident took place in a foreign country.